Manufacturer narrative:
This event occurred in (B)(6).

Event description:
A pharmacist stated that one patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 10:30 a.m., a sample from the patient was tested on the meter, resulting as 7.5 inr. Immediately afterwards, the patient was tested again with the meter and the result was 7.6 inr. At 3:30 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 4.93 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient has not had any changes in diet. The meter has been used by the pharmacy for 2 years. Controls were never tested on the meter. The product was requested for investigation and replacement product was sent.

Manufacturer narrative:
Retention test strips (244033) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.